Event description:
The device was applied during a laparoscopic hernia procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.